Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned after being used in the procedure, with the delivery system and loader cap inserted. The liner was observed to be delaminated an approximate length of 5 inches from the distal tip. The sheath fully expanded as designed and the tip opened normally. The c-marker band was fully attached to the liner under adhesive. No sheath liner tear was observed on the returned device. Due to the nature of the complaint, no dimensional inspection or functional testing were able to be performed. Device history records (DHR) review did not reveal any manufacturing non-conformance that would have contributed to the complaint event. A lot history review revealed no other complaints. A review of complaint history revealed that the occurrence rate did not exceed the may 2019 control limit for the applicable trend category. The IFU and training manual were reviewed, no deficiencies were identified. During manufacturing, the sheath shaft components and the esheath final assemblies are 100% visually inspected. Additionally, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing, including visual inspection for abnormalities both before and after expander insertion force test. The inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for sheath distal tip liner delamination was confirmed based on visual inspection of the returned device. Investigation of the device and review of complaint history, DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Delivery system withdrawal difficulty through the esheath was reported by the site. It is likely that, the excessive force and/or device manipulation applied to overcome the withdrawal difficulty may have delaminated the liner. As such, available information supports that the procedural factors (delivery system withdrawal difficulty) may have contributed to the reported event. Since no product non-conformances or IFU/labeling deficiencies were identified during evaluation and the occurrence rate did not exceed the control limit for the applicable trend category, neither a product risk assessment escalation, nor preventative or corrective actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As found through pre-decontamination evaluation, there was liner delamination with the total length approximately 5" from distal tip, with no liner tear. As reported by our affiliates in (B)(6), the 29mm commander delivery system was used over teleflex (research trial) via tf approach in the aortic position. Post deployment of the 29mm sapien 3 valve, upon retrieval of the commander delivery system, it was noticed that the sheath liner ¿tore¿ and the guidewire and commander were protruding out on the side of the sheath shaft. The wire and commander were re-advanced to a straight section of the descending aorta and alignment of the delivery system and sheath was re-established. Then the sheath and delivery system were removed as one unit over the wire. Hemostasis was achieved with proglides. The patient was stable post procedure and recovering in hospital.